Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that this is the patient¿s second disassociation, and on this occasion the patient claims they woke up in the morning with the joint dislocated.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. In this case, the initial implanted spacer was retained and paired with a new insert after a patient fall disassociated the previously implanted insert. The spacer was returned and found to have damage that could potentially result in subsequent inserts not staying retained in the spacer as intended. Since the insert from this complaint was not returned, this potential root cause could not be confirmed. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that this is the patient¿s second disassociation, and on this occasion the patient claims they woke up in the morning with the joint dislocated.